Manufacturer narrative:
(B) (4).

Event description:
Device issue: none. Adverse event: myocardial infarction; subsequent death. Onset of adverse event: 11 days post procedure. It was reported that on (B) (6) 2010, the patient underwent a stenting procedure of the totally occluded, distal left circumflex artery. After pre-dilatation using a 2.0 x 12 mm voyager dilatation catheter, a 2.5 x 23 mm xience v stent was implanted. On (B) (6) 2010, the patient presented with a myocardial infarction and expired. Autopsy was not performed; however, the diagnoses of the acute coronary syndrome was myocardial infarction. The patient was taking plavix at the time of death. Though requested, no additional information was available.